Event description:
The nurse heard a ventilator alarming and responded. The alarm did not reset and the nurse bagged the patient and the respiratory therapist (rt)was called. The patient's vital signs were stable and the patient maintained good oxygen saturation. Rt inspected the vent and determined that the ventilator was malfunctioning. The vent was not giving any breaths automatically or with manual breath button. Blower demand exceeds priority alarm showing. Vent removed from service with all circuitry intact for maintenance inspection by biomedical engineering. A replacement ventilator was placed on the patient with no harm/adverse effects to the patient. Vent was on prvc mode.biomed follow up: the vent was sent to carefusion for an evaluation. They replaced the hybrid board and the vent was returned. The previous preventative maintenance performed on the vent was september 2013.======================manufacturer response for enve ventilator, enve ventilator (per site reporter).======================repaired vent and it was placed back into service.